Event description:
It was reported that the patient had high impedances. The doctor decided to do a revision and discovered that the extension was filled with blood. The extension was replaced.

Manufacturer narrative:
The lot number was not provided.